Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Proximal conductor fractured; full lead returned for analysis. Evaluation summary: analysis confirmed the reported loss of telemetry and device function. Visual inspection indicated arcing occurred internal to the device which resulted in damage to several components within the charge circuit of the device. The damage left a low impedance path between the electronic circuitry connections causing the battery to deplete and ultimately the loss of telemetry and function. Due to the amount of physical damage internal to the device, the root cause of the arcing could not be determined.